Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic submucosal variceal dissection (esvd) procedure performed on (B)(6) 2021. According to the complainant, during the procedure, the device could not deploy the bands normally. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic submucosal variceal dissection (esvd) procedure performed on (B)(6) 2021. According to the complainant, during the procedure, the device could not deploy the bands normally. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. Additional information received on february 18, 2021. It was reported to boston scientific corporation that the procedure was successfully completed with an unknown device.

Manufacturer narrative:
Block h6: medical device problem code a050501 captures the reportable issue of bands failed to deploy. Block h10: investigation results the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the handle assembly did not present any visible damage. The trip wire was rolled in the handle assembly and there was evidence that it was secured in the handle slot. However, the tripwire was kinked and likely cut. Further analysis noted that the evidence of suture cut was likely to remove the device from the scope. This condition is not considered as an issue of the device. The slack was removed properly, the suture loop was intact, and the crimp was present on the tripwire. The suture was attached to the trip wire and the ligator housing and the suture knots were intact. The bands were returned intact, but the ligator head teeth were damaged. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No other issues with the device were noted. The visual assessment identified the ligator head teeth were damaged and the suture was likely cut, one section was attached to the ligator head and the other section attached to the trip wire. Also, the tripwire was found bent/kinked, this could occur during the device setup while securing the tripwire onto the handle slot or by rotating the handle during the use of the device. Therefore, it is an expected failure on the device. It is likely that while the device was introduced into the patient body, the device could be knocked against the mouth guard used in endoscopy or interaction with other devices and could cause the teeth to get damaged. Once the teeth are damage an additional tension force is added to the suture and this tension could cause an improper deployment of the bands. The reported event of failure to deploy was confirmed. The ligator teeth were found damaged. This was likely caused by interaction with the endoscope or other devices and this can lead to additional tension on the suture and improper deployment of the bands. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.